Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with the product. The ceramic of the device broke during surgery. According to the complaint description, the distal tip of the resector broke during a bladder resection. It was necessary to retrieve it using a endoscopic forceps. There was a risk of injuring the patient and the persistence of a metallic breakage in the surgical site. The procedure was prolonged and an additional medical intervention was necessary to complete the surgery successfully.